Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer needed to perform opcheck each morning to clear the red x on the heartstart mrx defibrillator before using during the day. There was no patient involvement.